Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. Unable to perform prime/a33 test due to loose drive support disk. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. No missing dome label sticker.

Event description:
The customer's mother reported that the insulin pump began squirting out insulin during a set change. Customer's mother stated that she did not have the customer resume usage of the device for fear of overdelivery of insulin. The customer stated that the insulin pump continued to squirt out insulin after the motor stopped during manual priming. Customer's mother reported changing the battery, but the device continued to squirt out insulin. The customer's mother stated that there was a visible gap between the reservoir and the piston. The customer stated that the insulin pump's motor made an unusual sound during priming. Customer's blood glucose level at the time of the incident was 97 mg/dl/. Blood glucose level at the time of the call was 122 mg/dl. During troubleshooting, the customer stated that the insulin pump's drive support cap was protruding and the dome label was missing. The customer was advised that the device would be replaced and agreed to send the device in for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.